Event description:
It was reported that during patient transfer, two caregivers lift patient from the bed and the leg sling detached. The patient fell out of bed. No injury was sustained.

Manufacturer narrative:
Additional information will be provided upon investigation conclsuion.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was informed about event involving arjo passive maxi twin lift and sling (model maa4160m-l, serial number b)(6)). The customer reported that patient was transferred from a bed with the assistance of 2 caregivers. When the patient was lifted, the sling leg clip detached. As a consequence of the event patient fell out of bed, no injury was sustained. After the event, the sling and lift were evaluated by an arjo representative. The device inspection revealed that no malfunction was found. Despite attempts to contact the customer and request additional information, arjo did not receive more information regarding the event circumstances. The maxi twin instruction for use contains graphical images showing how to attach the clips to the lift and contains a warning: -warning ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ due to limited information provided by the customer, the exact root cause of the reported clip detachment failure is impossible to define. To sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the allegation that the clip detached from the spreader bar during use.